Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead was extrinsically over-rotated resulting in a fracture. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a micro perforation from the initial implant procedure. During the lead revision procedure when trying to retract the helix, it did not appear that the helix would retract. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.